Manufacturer narrative:
Initial reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device had damaged component - locking components. It was further determined that the safety interlock was defective. During pre-repair diagnostic assessment, it was determined that the device failed the following tests: outer hose inspection, safety, and rotations per minute. It was noted on the service order that there was no connection with the drill. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.